Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. When the device was powered on, "error occured! Please contact customer support" was displayed on the screen. A reset was performed and the condition repeated. The data log could not be retrieved because of the error displayed. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.